Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was deceased and the date of death was (B)(6) 2014. Customer was wearing the insulin pump at the time of death. Cause of death was a car accident. Police think the glare from the sun could be a factor. Pump is with the coroner's office. Customer's next of kin agrees to return the pump for analysis. Customer had a broken arm, broken leg, and 4 cracked ribs. Family assumes that the pump may also be broken. They are willing to send the pump back for analysis. No further assistance needed.